Event description:
(B)(6) pharmacy has a pill cutter that will jam in the open position. A user attempted to release the jammed mechanism is at serious risk of cutting their finger on the razor blade inside the device. Dates of use: (B)(6) 2011.